Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11315. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 33mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed, but was too distal which left the inferior lobe open. It was partially recaptured and re-deployed, but still left the inferior lobe open. Another partial recapture was performed and the device was re-deployed, but was too proximal in the laa. They attempted to fully recapture the device, but the was buckled just proximal to the 33mm marker band. The anchors of the closure device were hung up and would not go back into the was. They tried multiple times to redeploy the closure device in the left atrium and then retract it, but it would still not go back into the was. The physician then tried to utilize the septum for stability and retract the closure device, but it would not go into the was. The physician also tried to come back into the right atrium and into the inferior vena cava (ivc) where they tried to again recapture the device, thinking the ivc will provide a little stability for the was. However, this did not work. The physician then decided to come down out of the groin with the was and wds. As he started to retract the closure device down close to the groin, he pulled on the closure device and it finally went back into the was and was fully recaptured. They removed the wds and was from the patient and watched them for about 10-15 minutes. No patient complications were noted and the patient was stable. Another was and wds were used and the closure device was deployed and released successfully. Upon conclusion of the procedure, the anesthesiologist noted a left to right shunt in the septum with about a 2.4mm hole in the septum.